Manufacturer narrative:
A ge service representative performed an onsite investigation. The video cables and associated workstation pcb's were evaluated and reseated. The system found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image on the left "live" monitor was black. This issue will effectively eliminate the ability to view a real time image. No patient serious injury or death was reported related to this event.